Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited shock impedance measurements of >125 ohms. The lead has only been implanted for approximately two months and the patient has not received any therapy since implant. The physician manipulated the pocket and received a few normal impedance measurements.